Manufacturer narrative:
Eval: results: - as received, the lead was severly kinked with all wires broken approx 10.6 (channels 9 - 16) and 16.5 cm (channels 1 - 8) away from the paddle. No functional testing could be performed due to the received condition of the device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a surgical lead on (B)(6) 2010 for foot pain. It was reported that the pt experienced a loss of stimulation. A diagnostic test revealed invalid impedance measurements for approx five of his lead contacts. An x-ray was taken; however, no visible anomalies were noted. The physician replaced the pt's lead on (B)(6) 2011 due to a suspected fracture. No further pt complications were reported.